Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Currently the user does not report any deterioration hearing performance with the device. Speech perception test did not show any drop in performance. However, in situ testing reveals some affected channels.

Manufacturer narrative:
Additional information: based on the received information from the field, the reported decrease in performance seems to be related to the increased ground path impedance, which is very likely caused by bone growth around the reference electrode contacts. In addition, three channels migrated out of the cochlea. One additional channel showed fluctuating hi status due to undetermined reasons. To determine an exact root cause for the reported problem a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Currently the user does not report any deterioration in hearing performance with the device. Speech perception test did not show any drop in performance. However, in situ testing reveals some affected channels. Clinical support reviewed the case and concluded that the external ground electrode is probably covered with bony tissue which leads to the gradually increasing gpi values.